Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a return of leaking symptoms. The patient did feel stimulation when stimulation is increased, but the patient will then comment that they do not feel stimulation. The caller was advised that the patient should track symptoms and adjust settings based on results and to determine when it is time to change programs. The return of symptoms was described as sudden starting a couple days ago. The caller also reported an issue with the patient programmer (pp). The caller indicated that after increasing stimulation the pp screen went blank and when the caller connected again they saw that the increase had occurred. The pp battery icon indicated that the battery was 3.4 full and the caller was advised that it could be a battery issue or that the screen could have gone blank after 2.5 minutes of nonuse which is normal. The caller was advised to call back if the issue occurred again. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.